Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had moved. It was noted that the patient noticed this about 2 weeks prior to the report. It was noted that the patient¿s device was implanted between her buttocks and right leg, but it had moved up. It was noted that the patient ¿came home one day and was ill¿ and she ¿just sat on the couch¿ and was about to pass out. It was noted that the patient was in pain. It was noted that the patient did not contact the doctor about feeling ill, but she was working with the ¿locals.¿ it was further noted that the patient had an appointment with her physician, but that her ins was not ¿touched.¿ it was noted that the patient was able to feel stimulation. Additional information reported that the patient¿s device was at end of life (eol). It was noted that the patient was experiencing a cognitive decline and it was ¿very likely¿ that the patient would not have the ins replaced.

Event description:
It was reported the patient had ¿running pressure¿ and pain in the back of both hips. It was noted the patient¿s device was implanted perfectly on the right side and was not in the way. It was reported the device was moved to the other side. It was noted the patient didn¿t know why the device was moved or if it even was moved at all. It was reported both of the patient¿s sides were bulging for a couple of weeks prior to the call. It was noted the patient was having their medical issues addressed. The patient¿s status was listed as ¿undetermined.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had pain. It was noted that one year prior to report the patient was having pain and met with a manufacturer representative to have the device checked. It was logged that that pain began about one year prior to report. It was reported the patient was having problems with the device and about a year prior to report the patient started having increased pain. It was reported that at that time the manufacturer representative did a device check and then the pain went away and the patient did not want to deal with the issue. It was logged that starting one week prior to the report the patient's pain started increasing and she had severe pain in her back side and legs. It was logged the patient wanted to have the device checked.

Manufacturer narrative:
(B)(4).